Event description:
It was reported that the pt had an intra-aortic balloon (iab) fiberoptix sensor (fos) inserted via a sheath and into the pt's femoral artery. Length of time in user prior to event: 7 hrs. The rn phoned the hotline and stated that the pt is in a nsr (normal sinus rhythm) with no ectopy at all. The rn told the clinical support specialist (css) that the pump is missing multiple beats very frequently, less than a min between missed beats. Autopilot is utilizing the pattern trigger with no alarms. Pt pressures drop dramatically when the pump is missing beats. The rn also stated that the qrs complex (q wave, the r wave, and the s wave) is stable with little variation in morphology if any. The css had the rn switch the pump to operator and change the trigger to peak. The css and rn watched the pump like this for several mins with no missed beats and the pt bp (blood pressure) is not remaining stable, timing is correct and goals of therapy are being met. The rn stated that he is very comfortable running the pump in operator.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.